Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that can not rewind insulin pump and insulin pump exposed to fluid. The customer¿s blood glucose level was 251 mg/dl at the time of the incident. Customer reported that insulin fluid in reservoir compartment and the leak occurring from reservoir barrel of o rings and rewind did not work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No rewind anomaly noted during testing. Device received with moisture damage on motor assembly noted.